Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad issue. The reporter claimed the up and down arrow buttons were intermittently unresponsive when pressed and required multiple presses to elicit pump response. At the time of troubleshooting, the reporter denied any visible damage to the pump's keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: during a visual inspection of the pump, no damage was observed to the keypad cover. It was observed that the ok button symbol was worn; which has no effect on insulin delivery function. The contrast button was intermittently responsive; which also has no effect on insulin delivery function. All other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts.